Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs wil evaluate it/them and inform FDA of product(s) that do not pas inspection in a suplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the meter stopped turning on about 11:30am on (B)(6) 2016. The patient manages her diabetes with insulin which she self-adjusts. She denied making any changes to her usual diabetes management routine following the start of the alleged issue. She reported that 10 minutes after the meter stopped powering on, she became jittery and anxious as a result of not being able to test. She denied receiving any treatment for her symptoms. At the time of troubleshooting, the cca noted that the meter was not being used for the first time and based on the information provided there was no misuse of the product. The patient confirmed she was using correct test strips but the meter would not turn on when a test strip was inserted per owners manual or with a button press. The cca established that the patient was using dl2016 batteries and the patient was advised that she needs dl2032 batteries. The issue was resolved with training. The meter involved in the complaint was requested back for investigation and a replacement meter was sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs criteria for a serious injury reportable adverse event after the alleged product issue began.